Manufacturer narrative:
Based on the claim against the product by the customer noting that the integrated electrosurgical unit (iesu) erbe generator faulted with persistent error fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the issue during field evaluation. Fse replaced the faulty erbe generator. After replacement, the system was tested and verified as ready for use. Isi received the erbe generator for failure analysis. Failure analysis replicated error c-34 during boot up. Investigation confirmed a component failure. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) generator exhibited persistent error fault and the vision side cart was replaced due to the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the operating nurse stated that the integrated electrosurgical unit (iesu) erbe generator was faulting with error message c-34 observed. Technical service engineer (tse) performed troubleshooting to clear the error; however, it was unsuccessful. Isi followed up with the initial reporter and obtained the following additional information: the customer considered using a 3rd party generator force triad generator but confirmed that it was unavailable. The vision side cart (vsc) was replaced with another vsc. The procedure was converted to another da vinci system due to the vsc replacement. The user completed the procedure. No known impact or patient consequence was reported.